Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damage.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was used during a procedure performed on (B)(6) 2025. The balloon was damaged during dilation and could not be used during the procedure. The procedure has been completed as the purpose was achieved. The procedure was completed with the original device. Additional clarification to determine the nature of the damage was not provided and is being reported as the balloon may have burst. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.